Manufacturer narrative:
The MFR did not yet receive the device for review, but it is mentioned by the complainant the device will be provided for investigation. As no lot number was provided for the device, the device history records could not be reviewed yet. As soon as add'l info becomes available and an investigation result be available, an amended medical device report will be submitted. On (B)(4) 2014 add'l info was received: 2 new product involved in the event: ref 01.04239.710 and ref 01.04239.720. For those two products add'l MDR's will be filed and submitted. (B)(4).

Event description:
It is reported that a as trial humeral pe-inlay 36-0 was used for the test-reposition step. Then it was observed, the removal of the trial inlay caused abrasion chips, they rested in the already implanted hip shell and the open wound. The surgery was extended for 5 minutes and completed with an other device.